Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the right atrial and right ventricular leads exhibited noise that was oversensed, resulting in automatic mode switch and high ventricular rate episodes. It was later discovered the patient was undergoing a tongue surgery at the time of these episodes. The patient had no symptoms and would continue to be monitored normally.